Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During incoming inspection at (B)(6), the subject lead was determined to be non-conforming due to a foreign substance on the tray inside the sterile package.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the returned product confirmed the presence the reported foreign matter.

Event description:
During incoming inspection at (B)(4) lifeline, the subject lead was determined to be non-conforming due to a foreign substance on the tray inside the sterile package.